Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited crosstalk. The right atrial channel is being oversensed on the right ventricular (rv) channel. Technical services (ts) advised rv amplitude has dropped significantly. No inappropriate events have been stored at this time due to low amplitude or crosstalk. Additional information has been requested but not provided at this time. This crt-d remains in service. No adverse patient effects were reported.